Manufacturer narrative:
The investigation determined that a lower than expected amon result was obtained when the customer processed a vitros lpv2 fluid using vitros amon lot 1018-0254-0826 on a vitros 4600 chemistry system. The most likely cause of the lower than expected vitros amon result was an instrument related issue. A diagnostic precision test suggested unacceptable performance of the vitros 4600 chemistry system and post-event lpv1 and lpv2 results demonstrate poor precision from vitros amon testing. Upcoming actions to the instrument including cleaning the microslide incubator and replacement of the evaporation caps are expected to resolve the instrument issue. A vitros amon lot 1018-0254-0826 reagent issue cannot be ruled out as a contributor to the event as historical vitros amon results from lpv qc fluid testing were outside acceptable guidelines in terms of precision. However, poor precision historically is likely due to an unresolved instrument issue and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon lot 1018-0254-0826. The contamination of the lpv2 fluid cannot be ruled out as a contributor to the event. The tsc recommended the customer use a new/fresh vial of control fluid for routine qc fluid testing. The tsc indicated the customer was following the correct protocol for lpv fluid handling, therefore, a qc fluid handling issue is an unlikely contributor to the lower than expected vitros amon results from lpv2 fluid testing. (B)(4).

Event description:
The investigation determined that a lower than expected vitros ammonia (amon) result was obtained when the customer processed a vitros liquid performance verifier (lpv) 2 fluid using vitros amon lot 1018-0254-0826 on a vitros 4600 chemistry system. Lpv2 lot n7698 result of 140.82 umol/l versus the baseline mean of 183 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the lower than expected vitros amon result when processing a non-patient fluid. There was no indication patient results were affected around the time of the event. However, the investigation could not rule out patient samples would not be affected if the event were to recur. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).